Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and thinking that the insulin pump was not functioning properly. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated they had changed the infusion set at night and woke with a blood glucose of 350+ mg/dl which they treated with bolus through the insulin pump. Customer tested again and it was 576 mg/dl which they treated with manual injection. Customer changed the infusion set that afternoon and noticed the cannula was bent. Customer was able to get their blood glucose down to 127 mg/dl. The customer declined troubleshooting for the high readings. The infusion set was not returned for analysis.